Event description:
The patient was seen two times over a three month period for overdischarge status. She had not used her device for a year and was un able to recharge her device. The ins was replaced and she recovered without sequela.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4). Final device analysis for the ins revealed it was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 52. The last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 57 minutes. The battery charged from 3.805v to 3.920v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2011. There are 5 records of the device going to lock mode. The ins was recharged for analysis. The ins recharged for 1 hour and 33 minutes from 3.355v to 3.810v. Battery discharges rapidly.

Manufacturer narrative:
Product ID: 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. Product ID: 37752, lot# serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their first implant had malfunctioned, stopped working and would not hold a charge 8 to 9 months after it was implanted ((B)(6) 2011). It was indicated that a manufacturer representative (rep) helped them with troubleshooting. No further complications were reported/anticipated.